Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 04/23/2026, it was reported that dr. (B)(6). Provided notification that a glidewell ht implant failed. The 72 year old, female patient presented on (B)(6) 2026 for implant placement on tooth position #29. The patients bone quality was reported as type ii and the oral hygiene as good. The patient returned without symptoms and upon examination, the provider determined that the reported device failed to osseointegrate. The device was explanted on (B)(6) 2026 and not replaced. The patient had no permanent injury and no additional medical/surgical procedure was performed.